Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced pain and swelling at the implant site resulting in the decision to explant the device. Explant surgery is scheduled however, has not occurred to date. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015; during the same surgery the patient was re-implanted with a new device. This report is filed june 30, 2016.